Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that during a drainage catheter placement procedure the guidewire had started to unravel while removing it from the catheter. After several attempts, the scrub was finally able to successfully remove the wire from the catheter intact. The physician reported that the patient's anatomy was not unusually tortuous.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to significant force being applied to the device during use. A review of the complaint database was performed and two complaints for this lot number were found. A review of the device history record was performed and no exception documents were found.